Event description:
Related manufacturer report number: 2017865-2023-48457 it was reported that the patient presented to the hospital for a scheduled generator change out procedure. During the procedure, it was found that the right atrial (ra) lead had failed to be disconnected from the header of the pacemaker. The pacemaker was explanted and replaced, while the ra lead was capped during the same procedure on (B)(6) 2023. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of could not untighten the atrial setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the a-setscrew inset. The calcified blood was preventing the wrench from entering and engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. When the calcified blood was removed in the lab, a wrench could be fully inserted into the setscrew inset and the setscrew could be untightened normally, and the stuck lead removed. The blood came through holes punched through the septum by the torque wrench at time of implant. Device has normal battery depletion to end of life (eol).